Event description:
The patient's family member called to report that they had changed the cartridge the previous evening, but then could not get the pump to prime. Family member said that they had changed the batteries two times, as well as changing the cartridge and tubing twice. Family member said familiy member manually primed the cartiridge and reseated it, but still could not prime the pump. Patient is back on injections. Family also mentioned that for the past month the pump has not had any sound.